Event description:
A non health care professional reported that during the implantation of the lens with the standard company cartridge injector recommended by the manufacturer, the integrity of the iol (intraocular lens) was compromised in the form of a detachment of the supporting haptic element. Additional information has been received and stated the during implantation, when the I/o lens exited the cartridge, a missing posterior haptic was discovered haptic element was torn off. Iol was explanted and exchanged for a similar model of the same diopter lens following the secondary implant procedure. There is no impact to the patient.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).